Event description:
While servicing the device, the manufacturers field service engineer (fse) reported the unit failed the crossover solenoid test during extended self testing (est). Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation. The fse replaced the crossover solenoid to address the finding. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis and testing of the returned solenoid found it out of specification which caused the reported test failure.